Manufacturer narrative:
Visual analysis was performed on the returned device. The reported retraction problem was not confirmed as it was related to procedural circumstances. The reported material split, cut or torn was confirmed, as well as material separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. The reported patient effect of ischemia is listed in the emboshield nav 6 instruction for use (eifu) as a known potential adverse effect associated with the use of carotid stent and embolic protection systems. Based on the reported event description and analysis of the returned unit, the reported retraction problem resulting in the filtration element tears/separation, ischemia, and unexpected medical intervention appears to be due to circumstances of the procedure. It is likely that the filtration element was carrying an excessive embolic load resulting in resistance during the attempt to retract the filter into the retrieval catheter and damage to the filter. As a result, aspirations were performed to remove particulate in the filter and to enable the filter to be removed through the 6f guiding catheter. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the right common femoral and superficial femoral arteries (sfa). The vessels were severely calcified. The emboshield nav6 embolic protection system (eps) was placed in the distal sfa and then a 2.0 max diamondback crown was inserted and used to treat the vessels with serial treatments of low, medium and high. Angiogram was taken and showed great improvement of disease. There was slow flow due to the filter having particulate inside. The filter was attempted to be removed with the retrieval catheter but it was unable to capture the filter because it was so full. Therefore, a guiding catheter was inserted but this was also unable to retrieve the filter. Aspiration was performed to remove some of the particulate and then the filter was partially retrieved inside the catheter. The filter was attempted to be removed through the 6fr sheath but was unable to make it into the sheath. The catheter was removed and more aspirations were performed to remove more particulate and then finally the filter was able to be removed from the body. Outside the anatomy, the filter fabric was noted to be damaged [torn]. There were no reported adverse patient sequela and the final patient outcome is good. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.